Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient three error codes were generated. The first indicating disabled valves, the second indicating an error in the internal memory and the third indicating a mismatch in the patient category. There was no harm to the patient. (B)(4).